Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the urgent low alarm was not working on the g5 application. No medical intervention was reported. Additional event or patient information is not available. Data provided for evaluation. The reported event of no urgent low alert received was confirmed. A root cause could not be determined.